Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menstrual disorder and pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('vaginal bleeding') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no: a73762-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute diarrhea, breast pain and vaginitis. Concomitant products included alprazolam (xanax) from on (B)(6) 2014 to on (B)(6) 2015, atorvastatin calcium (lipitor) since on (B)(6) 2012, bupropion hydrochloride (wellbutrin) from on (B)(6) 2013 to on (B)(6) 2015, ethinylestradiol; ferrous fumarate; norethisterone (generess fe), fluoxetine since on (B)(6) 2011, paracetamol (acetaminophen) since on (B)(6)2013 and thiamazole (tapazole) from on (B)(6) 2013 to on (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety \ psych injury"), depression ("psychological or psychiatric problems condition: depression \ psych injury"), hot flush ("hormonal changes describe: hot flashes") and vaginal infection ("vaginal infection") with vaginal discharge. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), goitre ("autoimmune diagnosed:goiter"), bladder disorder ("bladder / urinary problems") and urinary tract disorder ("bladder / urinary problems"). The patient was treated with surgery (d&c with endometrial ablation and laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, bladder disorder and urinary tract disorder had resolved and the menstrual disorder, anxiety, depression, hot flush, vaginal infection and goitre outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, goitre, hot flush, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, goiter, vaginal discharge, psych injury and bladder/urinary disorder follow up 4 & 5 & 6 processed together. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: the fallopian tubes were blocked / bilateral occlusion. The lot number reported a73762 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('vaginal bleeding') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. A73762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute diarrhea, breast pain and vaginitis. Concomitant products included alprazolam (xanax) from (B)(6) 2014 to (B)(6) 2015, atorvastatin calcium (lipitor) since (B)(6) 2012, bupropion hydrochloride (wellbutrin) from (B)(6) 2013 to (B)(6) 2015, fluoxetine since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2013 and thiamazole (tapazole) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), anxiety ("psychological or psychiatric problems condition:anxiety") and depression ("psychological or psychiatric problems condition:depression"). The patient was treated with surgery (d&c with endometrial ablation and laparoscopic-assisted vaginal hysterectomy / supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, menstrual disorder, anxiety, depression, hot flush and vaginal infection outcome was unknown. The reporter considered anxiety, depression, hot flush, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the fallopian tubes were blocked. Most recent follow-up information incorporated above includes: on 23-jul-2019: pfs and medical record received. Lot number added. Reporter and patient demographics were added. Medical history, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events hormonal changes describe: hot flashes, vaginal bleeding, menorrhagia, vaginal infection, and vaginal discharge added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('vaginal bleeding') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. A73762-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute diarrhea, breast pain and vaginitis. Concomitant products included alprazolam (xanax) from june 2014 to june 2015, atorvastatin calcium (lipitor) since may 2012, bupropion hydrochloride (wellbutrin) from january 2013 to june 2015, fluoxetine since january 2011, paracetamol (acetaminophen) since july 2013 and thiamazole (tapazole) from november 2013 to june 2015. On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In january 2016, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In march 2016, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), anxiety ("psychological or psychiatric problems condition:anxiety") and depression ("psychological or psychiatric problems condition:depression"). The patient was treated with surgery (d&c with endometrial ablation and laparoscopic-assisted vaginal hysterectomy / supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, menstrual disorder, anxiety, depression, hot flush and vaginal infection outcome was unknown. The reporter considered anxiety, depression, hot flush, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the fallopian tubes were blocked.. The lot number reported a73762 is invalid. Most recent follow-up information incorporated above includes: on 29-jul-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('vaginal bleeding') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. A73762-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute diarrhea, breast pain and vaginitis. Concomitant products included alprazolam (xanax) from (B)(6) 2014 to (B)(6) 2015, atorvastatin calcium (lipitor) since (B)(6) 2012, bupropion hydrochloride (wellbutrin) from (B)(6) 2013 to (B)(6) 2015, ethinylestradiol; ferrous fumarate;norethisterone (generess fe), fluoxetine since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2013 and thiamazole (tapazole) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition:anxiety\psych injury"), depression ("psychological or psychiatric problems condition:depression\psych injury"), hot flush ("hormonal changes describe: hot flashes") and vaginal infection ("vaginal infection") with vaginal discharge. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), goitre ("autoimmune diagnosed:goiter"), bladder disorder ("bladder/ urinary problems") and urinary tract disorder ("bladder/ urinary problems"). The patient was treated with surgery (d&c with endometrial ablation and laparoscopic-assisted vaginal hysterectomy, hysterectomy-uterus + cervix). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, bladder disorder and urinary tract disorder had resolved and the menstrual disorder, anxiety, depression, hot flush, vaginal infection and goitre outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, goitre, hot flush, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, goiter, vaginal discharge, psych injury and bladder/urinary disorder. Follow up 4 & 5 & 6 processed together. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the fallopian tubes were blocked/bilateral occlusion. The lot number reported a73762 is not valid. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event bladder/ urinary problems was added. Outcome of event bleeding was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('vaginal bleeding') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. A73762-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute diarrhea, breast pain and vaginitis. Concomitant products included alprazolam (xanax) from (B)(6) 2014 to (B)(6) 2015, atorvastatin calcium (lipitor) since (B)(6) 2012, bupropion hydrochloride (wellbutrin) from (B)(6) 2013 to (B)(6) 2015, ethinylestradiol; ferrous fumarate; norethisterone (generess fe), fluoxetine since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2013 and thiamazole (tapazole) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition:anxiety\psych injury"), depression ("psychological or psychiatric problems condition:depression\psych injury"), hot flush ("hormonal changes describe: hot flashes") and vaginal infection ("vaginal infection") with vaginal discharge. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), goitre ("autoimmune diagnosed:goiter"), bladder disorder ("bladder/ urinary problems") and urinary tract disorder ("bladder/ urinary problems"). The patient was treated with surgery (d&c with endometrial ablation and laparoscopic-assisted vaginal hysterectomy, hysterectomy-uterus + cervix). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, bladder disorder and urinary tract disorder had resolved and the menstrual disorder, anxiety, depression, hot flush, vaginal infection and goitre outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, goitre, hot flush, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, goiter, vaginal discharge, psych injury and bladder/urinary disorder follow up 4 & 5 & 6 processed together. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the fallopian tubes were blocked/bilateral occlusion. The lot number reported a73762 is not valid. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event bladder/ urinary problems was added. Outcome of event bleeding was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('vaginal bleeding'), menorrhagia ('menorrhagia') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A73762-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute diarrhea, breast pain and vaginitis. Concomitant products included alprazolam (xanax) from (B)(6)2014 to (B)(6)2015, atorvastatin calcium (lipitor) since (B)(6)2012, bupropion hydrochloride (wellbutrin) from (B)(6)2013 to (B)(6)2015, fluoxetine since (B)(6)2011, paracetamol (acetaminophen) since (B)(6) 2013 and thiamazole (tapazole) from (B)(6)2013 to (B)(6)2015. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6)2016, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In (B)(6)2016, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), anxiety ("psychological or psychiatric problems condition:anxiety\psych injury"), depression ("psychological or psychiatric problems condition:depression\psych injury"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)") and goitre ("autoimmune diagnosed:goiter"). The patient was treated with surgery (d&c with endometrial ablation and laparoscopic-assisted vaginal hysterectomy). Essure was removed on 10-jun-2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia, menstrual disorder, anxiety, depression, hot flush, vaginal infection and goitre outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, goitre, hot flush, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, goiter, vaginal discharge, psych injury diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: the fallopian tubes were blocked/bilateral occlusion. The lot number reported a73762 is not valid. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: new events abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, autoimmune diagnosed: goiter added and event pelvic pain outcome updated to recovered/resolved. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.